Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted during flushing that the catheter had split below the suture wing and saline was coming from the catheter insertion site from extravasation of fluid into the tissues. The catheter was successfully removed and another PICC was placed for continuation of treatment. No pt complications were reported in this event. This device was received, evaluated and retained by this manufacturer. Microscopic observation of the catheter revealed a hole lateral to the length of the catheter located approximately two inches distal of the nose of the suture wing mold. The hole was rough edged and very dissimilar to a cut or pinch. The cause of the hole in the catheter is not specifically identified. The lot number was not provided and tracing through manufacturing record is not possible. User technique during placement and/or pt anatomy may have contributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.